Manufacturer narrative:
The delivery pusher and implant were returned for evaluation and confirmed the implant coil was detached and stretched. (B)(4).

Event description:
Coiling treatment of a vessel. It was reported that during coil delivery, resistance was encountered. Upon removal, the coil detached and was removed via manual aspiration technique. No patient injury reported.